Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not be identify a root cause. Not enough info was provided from the account for further investigation. The coord did not provide surgeon info, therefore, f/u could not be conducted. (B)(4).

Event description:
A coord reported that a surgeon is seeing a significant number of glistenings on intraocular lenses (iols) that have a manufacturing date between 04/2010 and 06/2010. Lens models and number of patients affected is unk. The coord did not provide surgeon info, therefore f/u could not be conducted.